Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. However analysis was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, broken reservoir tube o-ring, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the o ring was broke off. The customer¿s blood glucose level was 71 mg/dl. The customer also reported that the reservoir was able to lock in place. The insulin pump will be returned for analysis.